Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000181, serial/lot #: rev. 1 : s/n (B)(6) h3, h6: the kit svc o2 bi71000181 pcba mvs power (rev. 1 : s/n (B)(6) was returned for analysis. Analysis found that the complaint could not be confirmed. The power board was installed into a known good system and the system initialized. Motion, generator, communication, and charging readied. Motion calibration passed and 3d imaging were successful. No fault was found. Evaluation codes that apply to this testing: 10, 213, 67. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the mobile view station (mvs) computer was returned to the manufacturer for analysis. Analysis found that the reported issue could not be duplicated. The mvs computer passed testing and no failure was found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis for kit svc bi71000186 power supply o2 ups was completed and it was noted that there was no failure detected. They were unable to confirm reported issue. It gets stuck on the startup screen, then it won't shut down, even if they try to hard shut it off. The ups was charged for at least 8 hours and the ups passed load test with 7 mins, while 5 mins and under is failing. Lot: rev. 1 : s/n (B)(6) device manufacture date for this product was unknown at the time of the report h6: 10,213,67 are associated with the power supply product analysis medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: bi71000823, serial/lot #: (B)(4). Product ID: bi71000181, serial/lot #: (B)(4). Product ID: bi71000186, serial/lot #: (B)(4). The manufacturer representative went to the site to test the imaging system. The reported issue was confirmed and they troubleshot the issue and determined it was being caused by one of the mobile view station (mvs) components. They replaced the mvs power board, mvs computer and mvs uninterruptible power supply (ups). After replacement the issue was resolved. A new mac address was added to the hospital network. The system was tested and was working properly. The computer, pcba board and power supply was returned to the manufacture for evaluation and is under analysis at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the mobile view station (mvs) will not fully boot. It gets stuck on the startup screen, then it won't shut down, even if they try to hard shut it off. They ultimately have to unplug it and wait for it to die to get it powered back down. No patient was present at the time of the event.